Manufacturer narrative:
Customer service provided the customer with the information on the material used in manufacturing of the breast shields. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that the rash may have been due to multiple reasons, like the size of the breast shields or the material used in manufacturing. The customer indicated that the issue is not 100% resolved, but she does not want to be contacted by us again, that she would call if she needed something. The instructions for use provides instructions for breast shield sizing, including reference to (B)(4) and referral to a lactation consultant for assistance in choosing the correct size breast shield reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2018, the customer inquired what the breast shields which she was using with her pump in style breast pump were made of, or whether there was an alternative plastic to use. She alleged to medela llc that she developed a rash on her breast and her doctor thinks it is contact dermatitis possibly from the breast shields. She further alleged that she was prescribed a steroid cream and her doctor did not advise her to discontinue use of the breast shields.